Event description:
It was reported that following an ablation procedure, the patient experienced an inability to walk but was not immobile, and was discharged from the hospital to a rehabilitation facility on (B)(6) 2017. The patient was then readmitted to the hospital on (B)(6) 2017 for seizure activity with associated weakness, and was prescribed anticonvulsants. The patient was discharged from the hospital from (B)(6) 2017. At discharge, the patient had worsening symptoms of weakness, and speech/aphasia. The event resolution was unknown. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
The patient adverse event is a known risk of brain surgery.